Manufacturer narrative:
(B)(4). The reported pump stoppage events, low speed and driveline disconnect alarms, were confirmed based on the review of the submitted system controller log file. The events appeared to occur while the patient was operating on the power module and appeared consistent with a potential percutaneous lead wire compromise; however, percutaneous lead wire damage could not be confirmed because the pump is not available for evaluation. The system controller in use at the time of this event was returned for evaluation. Full functional testing of the system controller was performed using laboratory equipment. The atypical events recorded in the downloaded log file were unable to be reproduced. The system controller functioned as intended during analysis and the events recorded in the log file could not be correlated to an issue with the system controller. A review of the device history record for the pump and system controller revealed the devices met applicable specifications. The patient remains ongoing on vad support using an ungrounded power module patient cable and no further issues have been reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) # (B)(4). Approximate age of device ¿ 8 months from the date of shipment. The date of first use was not provided. The device has been received but the evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient experienced multiple pump stop alarms. Additionally, low speed, and driveline disconnect alarms were observed in the submitted log file at the time of the pump stoppage. The alarms appeared to occur while the patient was connected to the power module. The health professional stated that no trauma to the driveline was observed and the patient remained asymptomatic during the events. On (B)(6) 2015, the patient's system controller was exchanged. The patient remained on battery power and did not experience any pump stop events. On (B)(6) 2015, the manufacturer's technical service representative went to the hospital to evaluate the patient's driveline. The external portion of the driveline was manipulated while the patient was connected to a standard patient cable. The reported low speed and pump stop events could not be reproduced. The hospital staff elected to support the patient with an ungrounded patient cable and no further intervention was planned. No further issues have been reported.